Event description:
It was reported by a first-time contact lens wearer that she had excessive tearing and itchiness following two hours of contact lens wear in her left eye. She purchased a partial package of lenses (2 blisters) from a drugstore and received a "poorly-made handout on how to take care of the lenses." Store personnel instructed (also printed on bill) that if she wore the lenses for 4 hours a day, they would last up to 90 days. The drugstore offered her claroft (naphazoline) eye drops to instill on her eyes when wearing the lenses which she declined to use. Pt was informed by the store personnel to clean the lenses with saline solution which she did prior to wearing them. The pt stated that she was examined by a doctor and diagnosed with a corneal ulcer. She was told that a transplant would be needed. Follow-up appointment was scheduled (B)(6) 2012. Treatment included tetracycline, epitezan ointment (retinol acetate 10,000 iu amino acids, 25 mg methionine, 5 mg chloramphenicol, 5 mg excipient q.s.p.l.g) and a moisturizer eye drop for 40 days. Pt currently has light sensibility and has had difficulty opening her eyes for at least 2 months. Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for eval. Retained product from the same lot was evaluated and all testing was found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).